Manufacturer narrative:
(B)(4). Evaluation, methods: (film); results: inherent risk of procedure (stent graft migration); patient¿s condition affected effectiveness of device (dilated aortic neck). Conclusion: known inherent risk of a procedure (stent graft migration); device failure related to patient condition (dilated aortic neck).

Event description:
An aneurx stent graft system was implanted for the endovascular treatment of a 5.5 cm diameter abdominal aortic aneurysm. Vessel morphology is unknown. It was reported that on an unknown date, during routine follow up, it was noted that the aneurx stent graft had migrated. The migration was caused by neck dilatation. The patient was asymptomatic. There was no evidence of endoleak. No intervention is planned. No clinical sequelae were reported and the patient is fine. Review of returned films post-implant revealed that a talent aaa device had been implanted, and was positioned approximately 2.5cm below the lowest renal. The ipsi limb and extension were placed into the left iliac, and the contra limb into the right iliac. An aneurx cuff was positioned within the aortic body of the talent bifurcate. The max aaa diameter was 4cm and no endoleak was seen. The proximal neck appeared aneurysmal; the neck diameter at the right renal was approximately 18x19mm, 24mm at the left renal, 36mm at the bare spring apices, and 30mm at the stent graft proximal margin. The aortic body was angulated 90 degrees to the limbs, at the flow divider, however the limbs were patent. Earlier follow-up images were not provided. The possible cause of the talent bifurcate and cuff migration appears to be due to disease progression.